Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device would not refill. Per follow up information received via email on 05dec2022, communication with biomed and technician support on 01dec2022. It appeared that the circulation pump was weak. Biomed would order a new pump and replace on site. No patient involvement was reported.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed circulation pump due to filling issues. Per additional information, communication with biomed and technician support. It appeared that the circulation pump was weak. Biomed would order a new pump and replace on site. No patient involvement was reported. It is known that the device did not meet specifications and the device was influenced by the reported failure. The device was not in use on a patient. The device was not returned for evaluation. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Therefore, a device history record review was not required. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore, labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the arctic sun device would not refill. Per follow up information received via email on 05dec2022, communication with biomed and technician support on 01dec2022. It appeared that the circulation pump was weak. Biomed would order a new pump and replace on site. No patient involvement was reported.